Event description:
It was reported that the patient had storms in the area. The patient had a generator but once the power goes out, it takes a second for the generator to kick in.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the submitted log file. The log file captured a no external power alarm event on june 21. According to the voltage values, there was a loss of power from the mobile power unit and the system reverted to the internal backup battery for power. The system continued to operate at the stored speed value of 5,600 rpm during the events. Power was restored and the no external power alarm cleared. It was noted the log file was retrieved from system controller (serial # (B)(6)). The information indicated, if there is a loss of power to the home, the generator would have a few second delay before power is restored. The mobile power unit is not expected to be returned. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed, including no external power alarm. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file displayed a few intermittent power cable disconnects and low power hazard alarms while tethered to the mobile power unit (mpu). There was no interruption in pump support during this event. This was caused by power to the mpu being briefly interrupted.